Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of the corroded electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that the numbers in the insulin pump were scrolling up, the display was faded, and the backlight was not working. Troubleshooting was performed. No further information was provided.